Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt a sensation after doing tig welding on his shoulder that was described as a sunburn. More irritating than painful. Reporting as preventative. Discussed emi can affect a scs but would imagine the energy would be where the electrodes terminate in the back of neck (occipital) versus the shoulder. Patient believes the ins is implanted in the buttock. Caller does not know when event occurred. We discussed emi in general. Issue resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.